Event description:
It was reported that the device was observed to leak, at an unspecified time after initiation of use. No clinical sequelae were reported.

Manufacturer narrative:
The involved device was returned for investigation. Upon visual examination, it could be seen that the device was primed with a yellow solution, which was identified as a vitamin drug solution. The vent media wasn?t opaque white as it would normally appear during use, but instead appeared transparent. After flushing the filter, the vent media reverted to a white color. When a leak test with diw was performed, a leak from the air vent was observed during priming with diw at 34kpa. After flushing the filter, the leakage phenomenon was eliminated. Interpretation: the vent membranes? Hydrophobicity was lowered by the presence of a surfactant in the drug solution put though the filter. This allowed the solution to seep though the vent membrane. When the surfactant was flushed from the membrane, its hydrophobic characteristic re-emerged. Therefore, there was no physical deviation in the product. The labeling instructions for use contraindicate drug solutions with surfactant. Summary: the reporter?s observation was confirmed. The root cause of the leak was the user not heeding the contraindication against use with drug solutions containing a surfactant.unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
Device evaluation begun, but not yet completed.